Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was also noted that the health care professional (hcp) requested assistance with programming MRI protection mode. However, this procedure was cancelled due to this possible lead integrity issue. This patient was recommended to follow up with their cardiologist. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field stating this ra lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was also noted that the health care professional (hcp) requested assistance with programming MRI protection mode. However, this procedure was cancelled due to this possible lead integrity issue. This patient was recommended to follow up with their cardiologist. This lead remains in service. No adverse patient effects were reported.